Manufacturer narrative:
Medwatch sent to FDA on 9/20/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules, redness, and warmth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma xc. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported that a patient was injected with one syringe of juvéderm voluma xc, .52ml was injected in the left inferior aspect of the anterior medial cheek and .48ml was injected in the right inferior aspect of the anterior medial cheek. About a year and 8 months later, the patient experienced a nodule at the left side inferior orbital rim. Patient was treated with hylenex and the symptoms resolved right away. Patient reported to the injector a month after treatment that they feel nodules in the same area as before, but when the healthcare professional reviewed the patient they did not observe any nodules. Patient saw the healthcare professional the next month and the healthcare professional observed a big, 7mm, oblong, nodule in the left lower eyelid. The nodule was visible and palpable. On top of the nodule is a 4mm round nodule on the lateral canthus of the left eye, not visible but able to be felt. There is a third nodule about 4mm at the right orbital rim. All the nodules were injected with 150 units of hylenex. Healthcare professional also reported that the nodules on the left lateral canthus and right orbital rim have resolved and the left lower eyelid has reduced by 50%. Healthcare professional provided clarification of the event, reporting that the patient was treated with 75 units of hylenex about a month after symptoms onset. About two months later, the healthcare professional provided 150 units of hylenex to the patient. Six days later, the healthcare professional provided another 150 units of hylenex to the patient. Healthcare professional also reported that 4 nodules were injected in all since the hyelenx treatments have started. All nodules resolved except for one. Healthcare professional continued to bring the patient back due to new nodules. Healthcare professional stated that they will refer to oculoplastics if the patient continues to display resistance to hylenex. Healthcare professional stated that new nodules keep appearing, and that some go away on their own without injecting hylenex. Symptoms are ongoing. Patient provided clarification of the event, reporting that they experienced ¿redness and warmth on the apple of their cheek on the left side¿ about 3 months after symptoms onset, but the symptoms have since resolved on their own. Patient stated that they were not provided treatment for the symptoms of ¿redness and warmth.¿ patient reported that they still have a nodule ¿under their eye¿ on the left side and they have set up an appointment with their healthcare professional to receive more treatment.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that a patient was injected with one syringe of juvederm voluma xc, .52ml was injected in the left inferior aspect of the anterior medial cheek and .48ml was injected in the right inferior aspect of the anterior medial cheek. About a year and 8 months later, the patient experienced a nodule at the left side inferior orbital rim. Patient was treated with hylenex and the symptoms resolved right away. Patient reported to the injector a month after treatment that they feel nodules in the same area as before, but when the healthcare professional reviewed the patient they did not observe any nodules. Patient saw the healthcare professional the next month and the healthcare professional observed a big, 7mm, oblong, nodule in the left lower eyelid. The nodule was visible and palpable. On top of the nodule is a 4mm round nodule on the lateral canthus of the left eye, not visible but able to be felt. There is a third nodule about 4mm at the right orbital rim. All the nodules were injected with 150 units of hylenex. Healthcare professional also reported that the nodules on the left lateral canthus and right orbital rim have resolved and the left lower eyelid has reduced by 50%. Healthcare professional provided clarification of the event, reporting that the patient was treated with 75 units of hylenex about a month after symptoms onset. About two months later, the healthcare professional provided 150 units of hylenex to the patient. Six days later, the healthcare professional provided another 150 units of hylenex to the patient. Healthcare professional also reported that 4 nodules were injected in all since the hyelenx treatments have started. All nodules resolved except for one. Healthcare professional continued to bring the patient back due to new nodules. Healthcare professional stated that they will refer to oculoplastics if the patient continues to display resistance to hylenex. Healthcare professional stated that new nodules keep appearing, and that some go away on their own without injecting hylenex. Symptoms are ongoing. Patient provided clarification of the event, reporting that they experienced "redness and warmth on the apple of their cheek on the left side" about 3 months after symptoms onset, but the symptoms have since resolved on their own. Patient stated that they were not provided treatment for the symptoms of "redness and warmth." Patient reported that they still have a nodule "under their eye" on the left side and they have set up an appointment with their healthcare professional to receive more treatment.